Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 03/04/2010, the lay-user/reporter contacted lifescan (lfs) on behalf of her husband alleging that a one touch ultra would not power on. The reporter indicated that the alleged issue started on (B) (6) 2010, at 11:40 am. About 2 hours after, the alleged issue began, the reporter claimed that the patient developed symptoms of sweating and looking pale. The reporter denied that the patient received treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion; the reporter claimed that the patient developed symptoms that can be associated with severe hypoglycemia 2 hours after the alleged issue began.